Event description:
Request for "documentary information on johnson & johnson's product nugauze, plain and iodoform". Received a letter regarding "gauze" found in a sinus tract and cavity during a surgical debridement done in june of 1994.